Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: it is possible that the reported connection issue was due to deformation in the luer adaptor and the damage to the luer adaptor most likely occurred during use. One 20g safestep infusion set was returned for investigation with a syringe attached to the luer adaptor. Evidence of use was observed on the sample. The safety mechanism had been engaged over the needle tip. Functional testing revealed that the safestep infusion set was patent to infusion. When the infusion set was pressurized with water from a slip fit syringe and a luer lock syringe, no leaks were detected at the connection between the syringes and either the female luer adaptor or the y-site. Inspection of the luer adaptor using an iso taper gage revealed that the hub had plastically deformed, which may have contributed to the alleged connection issue. Gradual deformation of the luer adaptor can occur over time with continual over-tightening. Even though the taper gage indicated the luer adaptor had deformed, functional testing in the lab revealed that the connection between the luer hub and the syringes was firm and created a seal that did not leak. No connection issues were observed at the y-site and the y-site was within specification.

Event description:
It was reported that the y site could not be connected firmly during processing by nurse. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the y site could not be connected firmly during processing by nurse. No other information was provided.